Event description:
During a surgery correct a pt's hammertoe, the ipp-on implant's size 2 proximal barbs did not engage into cortical bone. The surgeon used k-wires to complete the surgery. There was no pt injury; the surgery was prolonged by 15 minutes. The surgeon "does not want to be contacted".

Manufacturer narrative:
The deivce involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reproted info.